Manufacturer narrative:
The hawkone was received for evaluation. No ancillary devices or cine images from the procedure were received. During visual inspection it was noted that the distal cutter assembly was separated from the cutter torque shaft at the torque shaft adaptor. Witness marks in the torque were present. Four weld witness marks on the torque shaft adaptor were present. The four pin crimps were present. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a hawkone device during treatment of a severely calcified lesion in the mid superficial femoral artery. The vessel was described as being slightly tortuous. The device was prepped as per IFU without issue. It is reported the nosecone separated from the driveshaft. It was reported that it was possible to turn of the thumbswitch. The cutter driver thumbswitch did not stop functioning while in use in the patient. The device was safely removed from the patient. No deformation noted in the cutter. This issue was identified on the second insertion of the device. No patient injury reported. The device was replaced with another to finish the procedure.